Manufacturer narrative:
Additional information has been requested from the field, however no further information was available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. This lead was then surgically abandoned and replaced. No additional adverse patient effects were reported.